Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired for second time with green reload on stomach. The knife blade drove into side of reload causing reload to be sliced. The device cut but did not staple tissue, leaving some unformed staples in stomach tissue and some remaining in reload. A driver also fell into the patient. There was bleeding and surgeon oversewed cut line. No blood products were given. The case was completed with new device and reloads of the same product code.

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, pan, one piece sled. The analysis found that one long60a device was returned in good visual condition and with an reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Additionally the cartridge pan was detached at left proximal side. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.